Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane.the fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.